Event description:
Per the complaint: stent migration: a total of 31 patients underwent placement of sems between (B)(6) 2016- (B)(6) 2022 at our institution and met inclusion criteria (fig. 1). Most patients required only a single metal stent (range: 1¿3) for a total of 43 stents placed among the 31 patients. The baseline characteristics of patients included in the study are outlined in table 1. Three patients (9.7%) were on anticoagulation at the time of stent placement; two were on factor xa inhibitors, and one was on an antiplatelet medication. For patients with liver transplant and subsequent anastomotic stricture, the underlying etiology of liver cirrhosis prior to liver transplant and type of anastomosis is indicated in table 2. All patients had placement of only a single sems at each necessary intervention, the vast majority of stents were fully coated metals stents (n = 42, 97.7%), with only a single uncovered stent used.